Event description:
It was reported that the patient experienced high blood glucose (bg 20.3 mmol/l) on (B)(6) 2026. The patient visited the emergency room due to prolonged high blood glucose and associated symptoms of feeling shaky and warm. The event was treated with meal bolus delivery via insulin pump.

Manufacturer narrative:
E1: (B)(6). Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.